Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which error did not reappear.